Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that multiple auto mode switch episodes were observed due to noise on the atrial lead. Low, out of range, pacing lead impedance was also noted. No further information was provided.